Event description:
The reporter called and alleged discrepant results on the device when compared to the lab for three pts. The reported device results were 8.0, 6.0 and 4.0 inr. The corresponding lab results reported were 4.0, 3.8 and 2.0 inr. The reporter declined product replacement.